Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer reverted to an alternate method of insulin therapy. Additionally, it was reported that an unexpected reset occurred. The customer replaced the cartridge and continued insulin therapy. There was no adverse impact to the customer's blood glucose level.